Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the investigation is in process. After the device was returned to olympus, it was sent out for additional testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured. Two (2) colony forming units (cfus) of revivable micro-organisms were identified. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. During inspection and testing, service found the plastic distal end cover was scratched, the adhesive on the bending section cover was clouded, and the bending angle was out of specification. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that during routine testing, the endoscope tested positive for microbial contamination. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause. Three attempts were performed to obtain information regarding the customer's cleaning, disinfection, and sterilization processes, but no response has been received from the customer. The air/water channel and the suction channel tested positive as following: after 48 hours: suction channel - 2 colony forming unit (cfu) of unspecified germs. After 72 hours: air/water channel - 1 cfu of an unspecified germ. Suction channel ¿ 19 cfu of unspecified germs. After 6 days: air/water channel - 2 cfu of unspecified germs. Suction channel ¿ 26 cfu of unspecified germs.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing, the device evaluation, and the legal manufacturer's final investigation. The following was result of the culture test performed at the third-party labs, provided from olympus: from: all channels. Cfu: 2 cfu. Bacterial identification: coagulase negative staphylococcus. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where the distal end cap cover was scratched, the bending section rubber glue was clouded, and the angulations were less than the specified value. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.